Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge error message during the load process. Reportedly, customer removed the cartridge and was able to reload the cartridge successfully. There was no alarm present in the pump history. Customer's blood glucose level was not impacted.